Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the pacing lead exhibited low sensing even after changing multiple positions. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.